Event description:
Patient with an olive complexion underwent a restylane injection in 2005 into the nasolabial folds. Approximately 2 weeks later. The physician saw the patient and noticed hyperpigmentation of the nasolabial folds, bilaterally. During a recent follow up visit about 1 month later, the hyperpigmentation had persisted, bilaterally, and was reported as approximately 3 cm in length, and 1.5 cm in width. There were no other symptoms noted along with hyperpigmentation. About 3 weeks later the physician reported it was in his opinion that the hyperpigmentation was "not a result of too superficial implantation", but was of a "reactive appearance, brown and very subtle". The physician would consider bleaching if hyperpigmentation were present at the next office visit in approximately 3 weeks. The lot # and expiration date of restylane were reported as unavailable. Concomitant medications were reported as none taken. Further information will be requested.